Event description:
It was reported that the customer could no longer read the sceen of his insulin pump. The customer stated that the screen had blackened. The customer's blood glucose was unknown. Troubleshooting was done. The customer reiterated that only a quarter of the screen was readable as if blackened ink had spilled on the screen. The customer stated that the damage may have occurred at work when he crawled underneath buildings. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device also had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.